Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they couldn't find the coil on my left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: test result : I had 100% completely blocked without the coil on left. In 2010, the patient had essure inserted. In (B)(6)2014, the patient was found to have a pregnancy with contraceptive device ("found out I was pregnant in (B)(6)2014"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back disorder ("lower back problem in early pregnancy"). At the time of the report, the device dislocation, pregnancy with contraceptive device and back disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered back disorder, device dislocation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : back disorder, pregnancy with contraceptive device, device ineffective, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they couldn't find the coil on my left') and pregnancy with contraceptive device ('found out I was pregnant in (B)(6) 2014') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: test result : I had 100% completely blocked without the coil on left. In 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back disorder ("lower back problem in early pregnancy"). At the time of the report, the device dislocation, pregnancy with contraceptive device and back disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered back disorder, device dislocation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : back disorder, pregnancy with contraceptive device, device ineffective, device dislocation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.